Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the craniotome device had a drilled neuro-tip leg and foot also observed that it had a vibration during the function assessment. During repair it was observed that the bearings were worn out causing the device to vibrate during the function assessment. It was determined that the condition of the drilled neuro-tip leg was due excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use, which is user error. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The assignable root cause of the worn out bearings was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a drilled neuro-tip leg and foot also observed that it had a vibration during the function assessment. During repair it was observed that the bearings were worn out causing the device to vibrate during the function assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.